Event description:
It was reported that during the implant procedure, the pulse generator exhibited high impedance. It was noted that the setscrew was loose. A new device was implanted. The patient was in stable condition during and post procedure.

Manufacturer narrative:
Correction; manufacturer report 2017865-2017-05304, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Manufacturer narrative:
This supplemental report is to correct the initial MDR reported date rcvd by MFR from 06/09/2017 to 06/08/2017. And product return was received.